Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers were flashing and seemed to freeze. Customer's blood glucose reading was 197 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No frozen screen noted. The time advanced properly. No unexpected numbers flashing noted. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had minor scratched display window, scratched case, cracked reservoir tube, scratched reservoir tube window and broken reservoir tube lip.